Manufacturer narrative:
The visual inspection confirmed the coil system matches the product details in this complaint. The pusher was damaged and the hypotube was bent. The transition section was damaged and the body coil was broken. The implant was attached to the strain relief section. The pet did not have any damage and implant coil had dried blood and particles. The implant coil was stretched at the distal section and was found to be broken. The fractured section was not returned. The investigation of the returned coil system found the implant was stretched and the body coil was broken at the transition section. The pusher showed no evidence of activation using a detachment controller. The implant was still attached to the pusher, but further inspection found the distal section of the implant had broken off and was not returned. The physical evaluation of the device could not determine the conditions of circumstances that led to the damage to the pusher and implant coil, but it is consistent with the device experiencing excessive forces.

Manufacturer narrative:
Preliminary evaluation of the returned embolization coil indicated the coil might not be the subject device. Further information has been requested. The investigation is currently ongoing.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the aneurysm. The implant coil remains partly in the aneurysm and part of the coil was pressed against the vessel wall with a stent. There was no reported patient injury or clinical sequelae.